Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported leak could not be conclusively determined.

Event description:
During a procedure, blood was leaking from the hemostasis valve. This was noted when applying the negative pressure for flushing the sheath after placing the sheath into the patient prior to inserting catheters. The sheath set was replaced and the procedure was completed with no adverse consequences to the patient.

Manufacturer narrative:
Corrected data: d3, g1 and g2. Additional information revealed the initial MDR for this event was reported under the incorrect MFR report # and manufacturing site. Corrected manufacturing site information has been provided in g1 and g2. The correct MFR number is (B)(4).